Event description:
It was reported during sterilization process that system 7 battery cracked and a fluid leaked from the battery and customer's hand was burned. The burn was rinsed under water for 20 minutes. There was no medical intervention needed.

Manufacturer narrative:
Unable to confirm the reported event, no failure modes detected.

Event description:
It was reported during sterilization process that system 7 battery cracked and a fluid leaked from the battery and customer's hand was burned. The burn was rinsed under water for 20 minutes. There was no medical intervention needed.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.